Event description:
It was reported that the patient was getting good coverage on the left side, however when he turned on the second lead he experienced a shocking or jolting sensation. Impedance readings on all or some of the unipolar pairs were>4000 ohms. No outcome was reported. Additional information has been requested, a follow-up report will submitted if additional information becomes available.